Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that with the first two attempts, the tips of the anchors broke at insertion. The tips were retrieved from the patient and another anchor was used to complete the rcr case.